Event description:
It was reported that the rotaburr became stuck on the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, pci and ablation was completed without issues. However, during removal of the rotaburr, it was noted that it became stuck with the rotawire. The rotaburr and the rotawire were removed together as a unit. The procedure was completed with these devices. No patient complications were reported and the patient's status post-procedure was stable.

Event description:
It was reported that the rotaburr became stuck on the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, pci and ablation was completed without issues. However, during removal of the rotaburr, it was noted that it became stuck with the rotawire. The rotaburr and the rotawire were removed together as a unit. The procedure was completed with these devices. No patient complications were reported and the patient's status post-procedure was stable. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit with the returned rotawire. The coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The returned .009 rotawire removed and re-inserted through the burr and advanced through the entire length of the device with no resistance. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.